Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 420 mg/dl dud to a kink in the tubing which caused their insulin pump to trigger a threshold suspend. The customer's sensors read that they were 40 mg/dl but their blood glucose level was actually 420 mg/dl. The customer did not mention any symptoms of their blood glucose levels. The customer treated their blood glucose levels with a bolus. The customer did not troubleshoot the issue and did not return the product back for analysis.